Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device presents a filling error, even when the water is above minimum level. There was no patient involvement, there was no harm/adverse event reported.

Manufacturer narrative:
Correction: h6-medical device problem code(a) updated. One device in good condition was returned for evaluation. Visual and functional testing were performed. The testing could not duplicate the customer reported problem the device. The root cause of the issue could not be determined as there was no problem with the device. Device passed all tests, including electrical safety test. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.